Event description:
It was reported that on (B)(6) 2013, prior to a novasure endometrial ablation a physician performed a hysteroscopy. The physician then inserted the disposable novasure device and "the doctor knew as soon as the device deployed [into] the cavity that a perforation occurred". The device was removed, the physician performed a hysteroscopy and a perforation was "confirmed". The ablation was aborted and there was no medical intervention required. The patient was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller and hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).